Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was frozen/would not move. Therefore, the reported condition that the device locked during surgery was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the oscillating saw attachment device was frozen/would not move, and the device did not function. It was further determined that the device failed pretest for check function in running mode and check the oscillation frequency. It was noted in the service order that during an unspecified surgical procedure it was observed that the button on the device became stiff, and locked. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.